Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as "patient made error". Peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the event on the same day of onset. The patient was treated with cefazolin (1 gm, everyday, route not reported) and fortum (1 gm, everyday, route not reported) for the event. At the time of this report, the patient was recovering from the event. Dianeal therapy was ongoing. It was not reported whether the patient was retrained on proper technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4).: it was reported the route of administration of the cefazolin and fortum was intraperitoneal. Two days prior to receipt of the initial report, treatment with cefazolin and fortum was stopped and the patient was discharged from the hospital. The same day the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.